Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, and prolonged hospitalization. It was reported the mitraclip procedure performed on (B)(6) 2021 was to treat mitral regurgitation (mr) with a grade of 4. It was noted posterior flail, rotated heart and difficult imaging due to the anatomy and equipment. Two clips were implanted, reducing mr to 2. However, on (B)(6) 2022, it was discovered that one of the clips became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated the slda was due to pre-existing patient anatomy. The patient was readmitted; however, the patient was not treated. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported poor image resolution was due to a combination of challenging anatomy and equipment limitations. The reported recurrent mitral regurgitation (mr) was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.